Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having trouble taking a cardiomems reading due to electromagnetic interference (emi). It was noted that the patient typically takes the reading on the top middle part of the bed. It was a regular bed with a wooden headboard. The patient electronics system (pes) was plugged into the wall outlet. The reading was started without the patient, white 11, cancelled. No, oxygen machine, electric blankets, laptops, tablets, wheelchair, clocks, remote, tv (out of range), life alert, hearing aid, smart watch, earrings (took off), keys or change. Yes, CPAP (powered off), walker (moved), defibrillator, left ventricular assist device (lvad). The patient laid spine centered with head on headrest. Started reading, white 0, cancelled. Had patient lay left shoulder centered with head on headrest. Started reading, white 15, right hand grab left shoulder, white 20, cancelled. Had patient lay right shoulder centered with head on headrest. Started reading, blue/white 0, cancelled. Had patient lay completely on right side. Started reading, white/green 22, cancelled. Had patient lay completely on left side. Started reading, white 0, rolled to right, white 33, cancelled. Contacted tech services who suggested changing locations. Patient advised they were tired and would like to eat, advised patient they can get called back at 1:00pm pst. To continue troubleshooting. The possible cause of the problem was undetermined. The patient was then told to take the reading in a different room. They mentioned they could take it upstairs on the sofa or in the other bedroom; however, they needed help carrying the pes up the stairs. The patient said they would attempt to take a reading independently but requested that they be called back on monday, (B)(6) 2024, at 8:00 am pst. They indicated that someone would help them bring the pes upstairs. They were assured they would be called back on monday to continue troubleshooting. A call was made to have the sensor reviewed. The patient continued to have trouble taking a reading. The settings appeared to be appropriate. It was advised to move to another room again.

Manufacturer narrative:
Section g3: the initial report, submitted under MFR 2916596-2024-07405, was inadvertently submitted with a date received by manufacturer of 04nov2024. The correct date received by manufacturer for the previous report was 25oct2024. MFR 2916596-2024-07405 was submitted on 20nov2024. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event cannot be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 6, "patient care and management," warns the user that if a patient receives a heartmate 3 pump and has a previously implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Section 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the lvas and other devices. Section c, "safety testing and classification", states that the heartmate 3 lvas can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.